Event description:
Reporter complains of immune disorder, kidney disease, fibromyalgia, chronic muscle and joint pain, chronic breathing problems, chronic migraine headaches, fatigue, chronic infections, frequent hospitalizations, rupture (1988), irritable bowel (also see 1007037, 1007038).